Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. No visible damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. At the end of the test, the piezzo alarm was checked according to technical service check. If the battery was removed and the device was on without contact to mains, it should give an alarm for 3 minutes. At these sample the alarm was only given for about 30 seconds. 2.3 the device history files were read out and analyzed. The log files revealed that the reported infusion of complaint description was started at 12:34 p.m. The infusion was interrupted by air bubble alarm after 20 minutes and an infused volume of 194,5ml. In the meantime, of start infusion and air bubble alarm the therapy was also interrupted 2 times by user. After air bubble alarm the line was purged by the user several time. Subsequently the therapy was restarted. Within three minutes the therapy was stopped two times by the user again. Also, a pressure alarm with pressure level 5 occurred. After that the therapy was restarted again for 32 minutes. In the meantime, the infusion has been interrupted two times by user. The log files revealed a total amount of 504.71 ml was infused. A flow deviation could not be comprehended regarding the history files. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 2.6 the device was dissembled. A visible damage of the mainboard was not found. During disassembling the seal of front frame and lower housing was damaged. Further damage where not detectable. 3. Judgment: 3.1 the complaint could not be confirmed. The flow deviation of the device is within specification. The faulty function of the battery alarm has no influence with a flow deviation. This defect is processed separately.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to customer: "plasma transfusion - 600mls/hr. Blood set 200 filter. 200ml bags. First bag went in no issues. Second bag was hung and no alarm at the end of the hour. Pump showed 500mls gone in but very little had left the bag. A standard set was used with the second bag."